Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the cartridge was stuck in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/01/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: during testing, a cartridge could not be properly loaded into the pump. During the rewind step, the piston stopped at the 200 unit mark. During a visual inspection of the pump, the piston in the cartridge compartment was observed to be damaged, and the piston cap was missing; the complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).